Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance while in multiple angled states occurring to or past the range of motion limits seen by the severe kinks and bends found during evaluation. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the needle broke just under the lock after sampling and was not able to retract in to sheath. The operator had to remove the needle from the scope while the needle was still out. The reported problem was found during a diagnostic ebus lienar procedure, which was completed successfully with a new needle. There was no harm or user injury reported due to the event.